Event description:
Allegedly mom concern and slightly raised ion levels in the patient. This was a patient request for revision. The stem was solid in the bone and the cup slightly retroverted and placed where the anatomy would allow it. This patient is very small and has bi lateral hips. The patient was concerned about the media attention to mom.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00795, 00796.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. (B)(4).